Manufacturer narrative:
The reference c241951 has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be scratched. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identiifes that the surgeon experienced resistance when the lens was in the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The rayner hydrophilic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error, lens optic damage due to dehydration of lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 062195119 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 062195119. The device was not returned to rayner. The scratch on the lens may be attributable to continued injection at the point resistance was encountered when the lens was in the nozzle; however, this cannot be confirmed with the limited information available.

Event description:
On 13th september 2024, rayner received notification from its distirbutor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation a scratch was observed on the iol.